Event description:
Terumo received the following reported information: the case was a peripheral intervention right femoral access via 6 french sheath, left leg intervention. An angiogram of the right common femoral artery was performed to evaluate if the access site was good to use for the angio-seal. A 6 french sheath was exchanged for the 6 french angio-seal sheath. Pulsatile flow was established on the distal end of the angio-seal arteriotomy locator. The sheath was pulled back until pulsatile flow was lost, then the sheath was advanced to re-established pulsatile flow. Arteriotomy locator was removed, and the angio-seal device was inserted into the sheath and advanced to target. The angio-seal device was engaged into the sheath hub then separated to hear an audible click. The angio-seal sheath was pulled out of the patient exposing suture. Guitar string tension was applied to suture, the green compaction tube was advanced exposing the black mark on suture. The suture was trimmed in standard fashion. An unknown amount of days later, the patient was experienced leg pain. The patient was referred to a hospital. Further angiograms identified something blocking flow of an artery below the knee. A pounce thrombectomy system device was inserted and advanced to the area of interest with intention of removing the artifact. Pounce system was unsuccessful at removing artifact. Surgical intervention was performed; the angio-seal collagen plug was removed from the artery below the knee. The patient was stable post procedure. The staff stated the patient had issues with blood flow to his right foot digits before procedure, amputation of the right toes was discussed and considered before initial peripheral intervention. Physicians consulted with family of benefits related to amputating right toes after below the knee retrieval of migrated angio-seal in question, as per staff. The patient and family elected to proceed with right below the knee amputation after this consult, as per staff, considering long term benefits of such an amputation. The product did not perform as expected as per staff. Decision of below the knee amputation was made by the patient and family unrelated to angio-seal migration as per staff. No blood loss was reported.

Manufacturer narrative:
Ed a6: race: requested, not provided. D4: expiration date: unknown. D4: UDI: unknown. D6b: explanted date: unknown. E3: occupation: rt (r). H4: device manufacture date: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.